Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum procedure, the device would not cut but did staple. Another device was used to complete the case. There was no pt consequence.